Event description:
The patient reported that in 2009, she bolused after breakfast and later, her blood glucose measured 211 mg/dl. At 2:35pm, her blood glucose measured 389 mg/dl. She discovered that the up button of the infusion device does not function. She injected insulin via pen to lower her blood glucose and she switched to her backup infusion device. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.